Manufacturer narrative:
Operator of device: updated. Device available for evaluation: updated. Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt, and the battery door was cracked. Error codes could not be retrieved from the event history log (ehl) as the pump would not power on. After the start up process, the customer reported issue was confirmed. The root cause of the reported issue is attributed to an interruption during the upgrade procedure that was performed by the customer. To correct the issue, the pump was updated from the bottom case to the top. The battery door was replaced, and functional and delivery tests were performed and passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
Additional information was received clarifying that the unit was found in the dirty equipment room with a note on it.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported that the device had no display with constant alarming. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.